Manufacturer narrative:
Only photo was returned. The reported complaint was observed on the returned photo. The returned photo shows four activated company devices. All four devices present straight leading haptics. It is unknown which device belongs to which one of the four complaint records reported by the same health care professional (hcp). One plunger appears to be slightly bent to the right and appears to be slightly passing the lens. The product was not returned for analysis. Straight leading haptic was observed on the returned photo. The presentation of straight leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss (basal saline solution) in the delivery system. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degree centigrade (64 degree fahrenheit) to 23 degree centigrade (73 degree fahrenheit). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may led to an event such as reported. Based on our observation of the attached photo, one device presents slightly bent plunger, which appears to be passing the lens on one side. Plunger passing the lens may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to pass the lens. If the operating room temperature is too high (greater than 23 degree centigrade/ 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, when getting ready for implantation, the preload injector was prepared as usual and at the time of deployment the iol presented with a twisted haptic. Also staying straight when exiting or the piston was crooked. Injection was aborted and another injector was opened, no damage to the patient was reported. Additional information was received and stated, there was deployment problem, staying straight upon projection and crooked rod. There are 4 iol devices and all 4 iols had the same problem. These happened for the same patient, procedure was completed on the same day. There was no patient contact. Additional information was received and stated, leading haptic was staying straight upon projection.